Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated st elevation due to a right coronary artery occlusion. During cardiac catheterization, the jr 4 catheter "appeared" to be behind and the frame of the valve and was inadvertently pulled back dislodging the valve into the sinus of valsalva (sov). The valve was urgently repositioned into the ascending aorta via the diagnostic catheter. It was reported the physician was not a transcatheter aortic valve replacement trained physician. Subsequently, six days post valve implant, a second valve was successfully implanted via the right subclavian. No additional adverse patient effects were reported.